Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that "the arthroplasty was revised due to loosening of the femoral component. The acetabular liner and femoral head were revised. The components were implanted in situ for 1.9y. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 7."